Manufacturer narrative:
The insulin pump passed all the functional tests including the displacement test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery alarm test. The insulin pump functioned properly and was received with a cracked reservoir tube lip.

Event description:
Diabetes educator reported via phone call high blood glucose levels and hospitalization. Customer experienced fatigue, nausea, stomach aches, diabetic ketoacidosis, high blood glucose and was sent to the hospital. Customer was in the intensive care unit and had a malfunctioning insulin pump. Customer had used manual injections as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.